Event description:
Chief nurse executive reported that facility has experienced 6-7 incidents of inverted septum when sites were accessed with the recommened blunt cannula. In all incidents, there was no patient injury.